Event description:
It was reported that approximately 54 months after a right knee replacement procedure, the patient may require a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: 5734326 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 6150751 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t 6220867 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t 360341 02-029-99-1001 - fluted headless pin 3.0" square head 5886524 200-07-35 - advanced patella 35mm 3 peg implant 6040022 200-07-35 - advanced patella 35mm 3 peg implant s028629 521-78-36 - threaded pin size 5.1 collarless 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.